Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an electrical short and a peeling keypad. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: a electrical short was observed on the old and slave processor. Pump returned with keypad peeling up at the up, and down keys. Due to an old and pcb defect the pump is unable to power on for complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.